Event description:
It was reported that the insulin pump had a blank screen and the alarm history revealed several alarms. Troubleshooting was performed and the device was working. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of a battery tube connector not connected properly into the interface board's connector. Further testing was not performed due to the blank screen.